Event description:
The customer reports that within 30 minutes of insertion the pt developed a rash at the insertion site that spread over the forearm. The device was removed and the pt received benadryl. There were no new medications administered during this time. The facility was unable to say what type of device had been used by the pt prior to this event or what was inserted after the device in question was removed.